Event description:
It was reported having telemetry issues with implantable neurostimulator (ins) pre-operation. Ins was unresponsive to telemetry attempts with physician programmer and recharger. Attempt were done in two different places (outside or and further away from or), but telemetry issue was not resolved. Ins expiration date was november 14, 2012, so it should not be over-discharged (od). Ins was not been stored in a hot place (stored in temperature controlled basement). Implantable neurostimulator recharger (insr) error codes were 590. Three physician recharge mode (prm) attempts were done, but ins still did not respond.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).